Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a primary medication set to infuse at 400 ml/hour and it still had 25ml of the drug remaining in the bag when the 100ml volume was infused. The event happened in the intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.